Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system for twelve patients. The customer only provided results for 4 patients. The customer re-ran the samples on a different instrument and the results were within the normal reference range. The initial erroneously elevated results were reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(6) 2009 to investigate the event. The fse inspected the instrument and found that two of the four reagent pipettors had been disabled. The fse inspected and cleaned all reagent pipettors, the sample probe, all wash stations, dispense probes and wash wheel. The fse replaced the duck bill valve, aspirate probes and peri-pump tubing. The fse cleaned and lubricated all guide rails. The fse ran a high sensitivity system check and a routine system check, both passed within instrument specifications. Also, a ten replicate accutni precision test was performed and passed within the assay precision claims. The fse verified all repairs per established procedures and all results met published performance specifications. Although some hardware issues were addressed by the fse, a definitive root cause could not be determined for this event. This is 11 of 12 separate MDR reports related to 12 patient events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-03554, 03555, 03556, 03557, 03558, 03559, 03560, 03561, 03562, 03563, 03565 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.